Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, a definitive cause for the difficulties resulting in foreign body in patient could not be determined. Potential causes for stent malposition may include, but are not limited to, anatomical conditions, inflation technique, balloon inflated too quickly, undersized stent diameter for vessel size or inadequate pre-dilatation of the lesion site. It may be possible that the balloon was inflated too quickly resulting in uneven stent expansion or stent slippage relative to balloon. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, 80% stenosed de novo lesion in the mildly tortuous renal artery. A 6x12mm herculink elite renal stent system was advanced to the target lesion and positioned correctly, but upon deployment, the stent jumped and missed the lesion. A 7x15mm herculink elite stent was deployed in the target lesion to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.